Event description:
During a surgery to insert an elastic nail on (B)(6) 2013, the surgeon hit the end of the inserter for ti elastic nail with the mallet per the procedure. When he did, a piece of the inserter chipped off and became embedded in the surgeons forehead. A staff surgeon removed the piece from the surgeons forehead and surgeon was able to complete the procedure with no further problem. Patient and surgeon reported to be doing well. This report addresses the surgeon. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.